Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received alleging the presence of particulate matter in two syringes. To support the investigation, our quality team received two samples and three photographs for evaluation, one sample in an opened packaging blister and one sample in a sealed packaging blister. Visual inspection found an embedded dark colored speck on one plunger rod rib. One photograph depicts one of the samples received and is consistent with this observation. One photograph shows a syringe with a dark colored speck on a plunger rod rib, while the third photograph shows what appears to be discoloration on a plunger rod rib. No other defects or imperfections were observed. The condition is consistent with degraded resin inclusions that can occur at startup or intermittently during the injection molding process, during which degraded material can break loose and become molded into components. A device history record review was completed for material number 303552, lot 4122738. The review identified no quality issues during production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with applicable specifications. Based on the investigation and analysis of the returned samples, the customer reported condition is confirmed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received alleging the presence of particulate matter in two syringes. To support the investigation, our quality team received two samples and one photograph for evaluation, one sample in an opened packaging blister and one sample in a sealed packaging blister. Visual inspection found an embedded dark colored speck on one plunger rod rib. The photograph depicts one of the samples received and is consistent with this observation. No other defects or imperfections were observed. The condition is consistent with degraded resin inclusions that can occur at startup or intermittently during the injection molding process, during which degraded material can break loose and become molded into components. A device history record review was completed for material number 303552, lot 4122738. The review identified no quality issues during production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with applicable specifications. Based on the investigation and analysis of the returned samples, the customer reported condition is confirmed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: 50 ml syringe batch: 4122738 - 2 syringes reason: 2 syringes with dirt inside the syringe. ---- additional information received on 30dec2025 email follow up: could you provide the date on which the event occurred for both lots in dd/mm/yyyy? 05/20/2025 was the incident reported to anvisa? If so, what is the notification number? Not notified to anvisa.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.